Event description:
It was reported that a er320 was used during an unknown procedure. It was reported by the affiliate that the clip dropped from the jaw and not into the patient. There was no consequence to the patient.